Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient developed an infection at the battery site. Symptoms of impaired healing, redness and soreness were noted. The physician believed that the infection was not device related. The patient was prescribed antibiotics, however, the infection persisted. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.